Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 24 atmospheres; however, during the 2nd inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a 6x10mm mustang balloon catheter. No patient complications were reported.